Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted which appeared elliptical in shape. The edges of the break was noted to be uneven and the surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified dent issues. However the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three months and three days post port placement, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the atrium. The port body and the distal catheter segment were removed. The current status of the patient is unknown.

Event description:
It was reported that three months and three days post port placement procedure, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the atrium. The port body and the distal catheter segment were removed. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.